Event description:
Reporting status: malfunction. Reporting rationale: a leak in combination with an air embolism is known to potentially cause or contribute to a death or serious injury. Device issue: leak in the shaft of the device. It was reported that the balloon was inflated in the left anterior descending (lad) up to 12 atm and the pressure started to drop slowly. The balloon was still intact. The balloon was reinflated to 12 atm and bubbles escaped from the shaft. The bubbles blocked off the lad and the circumflex. The pt had ECG changes and a lot of pain. It appeared that the bubbles were coming from above the guide wire port. The pt fully recovered, but was very sick for a while. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed that the catheter was returned with blood in the balloon and there was contrast in the inflation lumen and in the balloon. The balloon had been pressurized and it was returned partially filled with blood and contrast. The guide wire notch was slightly torn and lifted for a length of 1mm. There was no other damage noted to the catheter. A new indeflator filled with water was used and an attempt was made to pressurize the balloon when fluid leaked out the guide wire exit notch. The guide wire exit notch was cut back to reveal a hole in the inner member 5 mm distal to the guide wire exit notch. There were scrapes proximal and distal to the hole for a length of 1 mm. Product performance engineering reviewed the incident info and analysis of the returned device. The qa tech analysis results of the returned powersail found the guide wire exit notch opening torn approx 1 mm in length. This type of mechanical damage can occur if an attempt is made to pull the dilatation catheter in an opposite diretion as the guide wire. The used guide wire was not returned, which may have aided in the investigation. Analysis also revealed a tear in the inflation/guide wire lumen, 5 mm distal to the guide wire exit notch. This type of damage can occur during mfg when the tapered mandrel is inserted too far, or if the mandrel is pulled out prior to letting the junction cool down during mfg, which can weaken the inner member wall. This mechanical damage may also be caused by a guide wire. The guide wire used during the procedure was not returned and may have aided in determining the root cause of the tear. Although a definitive root cause of the tear could not be determined, a field discrepancy notification (fdn) was issued. All investigation activities will be documented in the fdn. Corrective actions may be developed and implemented based on the results of the investigation. Quality engineering will continue to trend and monitor the incident circumstances. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part number/lot number combination. Quality engineering will continue to trend and monitor the incident circumstances. This MDR is considered closed by the qa dept.